Manufacturer narrative:
(B)(6). (B)(4). Product analysis the product was returned to the manufacturer where analysis revealed instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be ~ 89 in/lbs., which above print specification. Thirty four (34) of thirty-six (36) individual torque readings were above print specification, with the individual readings ranging from 87.7 to 96.0 in/lbs (torque specification 80 +/- 8in/lbs). Visually confirmed driver shaft tip is broken off; crack propagation appears to have initiated near stress relief fillet. Microscopic examination of fracture revealed quasi-brittle fracture with fracture surface chevrons providing some evidence of overload as the mechanism of ultimate failure. Physical examination of the instrument confirms shaft outer diameter and material hardness to be within print specification. The perimeter fracture surface morphology and the age of the product are consistent with anticipated wear. The above observations are consistent with anticipated wear of the instrument.

Event description:
It was reported that the instrument broke at the shaft into 4 pieces about 1/2 inch from the tip while tightening the crosslink. All fragments were retrieved. Another driver was used to tighten the crosslink. Although the incident occurred during surgery, no patient complications were reported.